Event description:
During an endoscopic gallstone extraction procedure, a cook web extraction basket was used to capture a 2.5cm stone in the common bile duct. The material broke while it was being handled by the physician. They had to use another web-3x6. Clarification was requested regarding the nature of this occurrence. When asked about the comment related to "material", we were informed that upon withdrawal of the stone, the handle released from the steel wire. The stone was impacted in the basket without the possibility of removing it. They were attempting to perform mechanical lithotripsy with a soehendra lithotriptor. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. It is unclear how the impacted stone and basket were removed. We requested this info, but did not receive it.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because product said to be involved was not returned for evaluation. This limits our ability to conclusively determine a cause. Even though no product was returned, based on the info received, the most likely root cause of this occurrence could be due to the deeper recession in the outer handle. There is potentially no surface contact on the edges of the pin vise when a force is applied, which could lead to the basket wires separating from the handle. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object from the bile duct to the small intestine. Basket impaction is identified as a potential complication per the instructions for use. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action has been issued to the supplier for this type of occurrence. This device was manufactured prior to implementation the corrective actions taken by the supplier. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.